Event description:
Consumer stated: "I have been using the shyn sonic toothbrush alongside the gum care brush head for approximately 2-3 weeks and I have noticed a drastic difference in the amount of bristles on the brush that have fallen out. Within the first few days, the bristles towards the left quadrant would fall out as I am brushing my teeth. This was as I was getting accustomed to the brush using it at levels 1 & 2 in pressure and using the clean mode."